Manufacturer narrative:
A philips consultant engineer (cse) went onsite to evaluate the device in question. The cse indicated during an evaluation of the system that the device was out of its serviceable period, and there was no additional replacement parts for the device. The cse provided the customer a letter of obsolescence of the equipment. Reporting address state 13 reporter phone, (B)(6) reporting institution phone, (B)(6) reporting address postal (B)(6).

Event description:
Philips received a complaint on the series 50a antepartum fetal monitor indicating that while measuring fetal heartbeat the measurement becomes poor. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.